Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed the fluid intrusion. As a result, the keyhole assembly, rear case, cam shaft and valve pressure plates have been replaced.

Event description:
During baxter's eval, a spectrum pump was fond to have fluid intrusion. Any patient involvement, injury or medical intervention is unk.